Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose was 428 mg/dl when she woke up. The insulin pump had alarmed no delivery. During site examination, the customer found a bent infusion set cannula. The insulin pump was not returned for analysis.